Event description:
It was reported to philips that an fco update could not be completed due to damaged pins on the processor pca. There was no reported patient or user involvement and no adverse patient/user impact.

Manufacturer narrative:
One processor pca was returned for failure analysis. The reported problem was duplicated during testing in lab. Data card connector j3 pins were found damaged resulting in the device not accepting cards. Pins were redressed, and device fully operated as normal.